Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The customer's report was duplicated and attributed to a defective roc adaptor that attached to the zoll multifunction cable allows the use of pads with CPR monitoring capability. The roc adaptor was scrapped at zoll (B)(4). The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6)-year-old male patient with vital signs absent, the device displayed a "check pads" message.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.